Event description:
The advocate stated her father became disoriented and the paramedics were called. They performed a blood test on the customer and the reading was 39mg/dl. He was given a glucose load and an hour later, his blood glucose was 68mg/dl. Strip information was not provided. Advocate was advised to return the test strips for evaluation. New test strips and meter were sent to the customer.